Manufacturer narrative:
Additional suspect medical device components involved in the event:model: ons-2138-70(B) (4)description: linear lead (phase iiia), 70cm.model: ons-3138-55(B) (4)description: lead extension , 55cm (phase iii)this is the final report. Product unavailable for analysis.

Event description:
A report was received that a patient was experiencing restriction of movement from the ipg. The ipg was repositioned. There is no further information available.this product is only ous approved but it is similar to an approved us device.